Event description:
The customer reported "activated read error" generated while processing patient samples for the architect anti-hbs and architect hiv assays (error code was not provided). Reaction vessel lot number 70598p100 was in use while observing this issue. No impact to patient management was reported due to this incident.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer reported being admitted in the intensive care unit for dehydration caused by the high blood glucose and vomiting. The blood glucose reading was 590 mg/dl. Troubleshooting was performed. The customer stated that he changes the infusion set every three days. The customer also stated that he noticed slight discoloration in the infusion set tubing. Ran a fixed prime and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.